Event description:
A hospital nurse called to report that the insulin pump was not able to prime, and was alarming. Later, the customer's wife called to get the insulin pump replaced. The wife stated that the customer was on life support. The reason for the hospitalization was unk. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime, and alarmed during the prime test, due to a loose motor support disk. Unable to perform functional testing due to the prime anomaly.